Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not fully forming /closing. A second device was pulled and the same event occurred, the clips were not forming /closing. A third device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that two devices were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.